Manufacturer narrative:
A device history record review was completed for provided material number 307736 and lot number 2109120. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, five (5) syringe samples were returned for evaluation by our quality team. The samples were tested; however, the reported defect of leakage could not be confirmed. Based on the investigation results, an exact cause could not be determined for the reported incident. At this time, further action has not been determined necessary. With the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd emerald syringe leaked at connection. The following information was provided by the initial reporter: when connecting the syringe to the port of venflon 22g, the connection is not tight and the substance can leak in some cases there is no tight connection between syringe luer and the port of venflon 22g and the substance can leak in some cases (B)(6) 2024 there was no impact on patient. The substance they are using is propofol during gastro procedures.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.